Manufacturer narrative:
Olympus followed up with user facility to obtain add'l info and was informed that there were aspergillus flavus and other fungi found on the endoscope. The user facility reported that an add'l hygiene test was conducted to air of the reprocessing room, the endoscope cabinet and other place using a microbial air sampling system, the test revealed that several different types of fungi were found at these places. The facility further reported that they suspected the fungi which was detected on a pt was come from these environments not from the endoscope. The referenced device was returned to olympus for eval. The eval did not confirm user's experience. There was no details found on the endoscope. There was minor crack on the distal damage and minor scratch in the instrument channel due to physical damage. The cause of the reported phenomenon could not be conclusively determined; however, sources other than the endoscope could not be ruled out. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that a hygiene test was conducted on the endoscope because filamentous fungi was found on a pt. The test revealed that there was filamentous fungi on the endoscope. There was no pt harm reported.

Manufacturer narrative:
Olympus medical systems corporation (omsc) performed an MDR retrospective review and omsc found that this supplemental report is required. This supplemental report is being submitted to correct from "product problem" to "adverse event", put check mark in "other serious," correct from "malfunction" to "serious injury", and correct from "not returned to manufacturer" to "yes."